Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon impacted the trial femur and the pin on the impactor broke. This occurred with both impactors.